Manufacturer narrative:
The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. The catalog number identified has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date: 07/2024. Device not returned.

Event description:
It was reported that during a recanalization procedure, the guidewire allegedly broken. It was further reported that two broken fragments of the guidewire were removed using snare. Reportedly, a distal fragment of the guidewire was left in the in the superficial femoral artery and the patient was transferred for open surgery of foreign body removal. The current status of the patient is unknown.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. The catheter and guidewire were delivered and physically investigated. The guidewire was broken in multiple pieces. Two pieces of guidewire were 7.2 cm and 5.4 cm length accordingly, the tip of the guidewire was missing. The catheter was blocked, no aspiration was possible to restore. Therefore, the investigation is confirmed for the reported guidewire break issue. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 07/2024), g3. H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a recanalization procedure in right femoral via ipsilateral approach, the distal part of guidewire allegedly broken. It was further reported that two broken fragments of the guidewire were removed using snare. Reportedly, a distal fragment of the guidewire was left in the in the superficial femoral artery and the patient was transferred for open surgery of foreign body removal. The current status of the patient is unknown.